Event description:
Account reports injection hub closest to the patient had 8 cc normal saline infused and the injection port popped off. Blood backed up the tubing. Noted immediately, tubing changed without incident. Happened on a chemo patient. Account reports no injury. Add'l information from the account indicates the buretrol line was being used on an unidentified pump at 50 cc/hr into a broveac catheter.